Event description:
The tip of this stone retrieval device detached in the patient during a therapeutic stone retrieval procedure. The detached segment was retrieved without incident utilizing a similar device which was used to successfully complete the procedure. No patient sequellae resulted form this event.